Event description:
It was reported that the ventilator's touchscreen had a crack and would not turn off. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. There was no harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the touchscreen was replaced, and the defective part was discarded. No further information was provided.